Event description:
Additional information received from the patient noted that they asked if bacteria in their urine could be the result of the device leaking something into her body. Further information received from the patient on (B)(6) 2016 confirmed that they were in a hit-and-run accident in (B)(6) 2015 and was taken to the hospital. It was noted that the area around the ins was badly bruised. X-rays were taken at the hospital and the patient was told that the leads looked to be in place. It was reported that since the accident, the ins was now sideways in the pocket and was hitting their bone, affected their left leg (cause problems lifting the leg) and left hand and brain. The patient stated that they had problems dropping everything they picked up. They had pain when lying down, sitting, or getting up. The ins felt like it was scrapping on something. In addition, the patient mentioned their speech was impaired and that the ins therapy was off because when it was on they vomit. The patient saw a physician who will be removing the ins system and was awaiting a call to schedule the explant.

Event description:
Follow up information received from the patient reported that their implantable neurostimulator (ins) battery was to be removed ¿tem porarily¿ to allow the ¿inside tissues¿ to heal. The ins battery was to be replaced at a later date.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient was involved in a hit and run accident and since then patient had been experiencing soreness and pain. The patient stated she thought it was getting better but then the pain increased to a point where she could barely lift her leg. The patient reported she could barely walk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.